Event description:
It was reported that the external pulse generator (epg) would stop working when the physician performed electrocautery; this occurred on more than one occasion. The caller investigated and learned from the physician that the complaint had been made previously, but no one at the facility investigated it at the time. As a result, the caller was unsure of the serial number(s) of the epg(s) exhibiting the issue(s). Technical support (ts) advised the caller to identify which epg(s) had the issue(s), obtain a specific description of the behavior, and send the epg in for repair. The status of the epg(s) is unknown. Follow-up attempts to obtain additional information were unsuccessful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).